Manufacturer narrative:
The reported event of unable to loosen the atrial and ventricular setscrews was confirmed. Analysis revealed both a- and v-setscrews had been overtightened or over-torqued by the physicians at time of the implant procedure. This is considered a user related anomaly.

Event description:
It was reported implant procedure that the atrial and right ventricular leads exhibited lack of slack. Reconnection was attempted, but the leads were unable to be removed from the pacemaker header. The system was exchanged and the procedure was successfully completed. There were no patient consequences.